Event description:
The facility's biomedical engineer reported the pump to have an 812:02 failure code. No pt injury or need for medical intervention has been reported. Attempts were made by baxter quality management to obtain extra info regarding pt status, age of pt and the medication involved but no additional details are known. No additional contacts were provided.